Manufacturer narrative:
(B)(4). The diagnosis and indication for the index surgical procedure? Ovarian cystectomy 4. Relevant patient history? Unk 5. Any concurrent use of other products? Unk 6. Lot #? Pgj569 7. What was the intended use of the surgicel? Stop bleeding from the ovary 8. Where was the surgicel used (on what tissue)? Ovarian tissue 9. How much surgicel was used during the procedure? Unknown- but 2 to 3 grams likely 10. Was the surgicel product left in place? Was the excess irrigated and removed? Left in place; my understanding is that all of the surgical powder was expressed and no excess was irrigated or removed 11. What were current symptoms following the index surgical procedure? Onset date? Abdominal pain 12. What was the date of the exploratory laparoscopy? Unk (mentioned 8 weeks after surgery) 13. Was any other medical or surgical intervention performed? Unk 14. What is physician¿s opinion as to the etiology of or contributing factors to this event? The physician had no opinion as to why the surgicel did not absorb at the time of report 15. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? No deficiency was mentioned 16. What is the patient¿s current status? Unk 17. How did they identify the material as surgicel powder during the reoperation? Please describe. Surgeon stated that there was a black, gelatinous substance still on the ovarian tissue that hadn¿t absorbed 18. What was the post-operative diagnosis and findings after the 2nd surgery? Surgeon discharged the patient and told her that she may have an allergy to oxidized regenerated cellulose.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure? Date of index surgical procedure? The diagnosis and indication for the index surgical procedure? Relevant patient history? Any concurrent use of other products? Lot #? What was the intended use of the surgicel? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? What was the date of the exploratory laparoscopy? Was any other medical or surgical intervention performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative pain? What is the patient¿s current status? How did they identify the material as surgicel powder during the reoperation? Please describe. What was the post-operative diagnosis and findings after the 2nd surgery?

Event description:
It was reported that a patient underwent a cystectomy procedure on an unknown date and an absorbable hemostat was used. Eight weeks post op, the patient presented with abdominal pain. An exploratory laparoscopy revealed that the powder had not completely reabsorbed. He irrigated it and suctioned remaining powder. It is unknown how the patient is doing currently. Additional information was requested.